Event description:
It was reported that during follow-up, the ICD was found to have no telemetry. As a result, the device was explanted.

Manufacturer narrative:
This report in its entirety was completed solely by st. Jude medical, inc., crmd.